Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned catheter was dimensionally evaluated. It was measured and od rings, pu margins and transition section were found within specifications. Visual inspection revealed a twisted condition in the shaft and two bent sections just next to the sleeving and in the tip. Complaint was confirmed, twisted condition appears to be caused by excessive force applied during the procedure. All catheters are inspected for visual damages before packaging per procedure. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
A complaint was reported that there was a mechanical malfunction of the catheter. The catheter was twisted on the shaft after epicardiac placing. The physician was not able to continue or to pull the catheter out of the introducer. The catheter was pulled out from epicardial space with a loop. New introducer and catheter were used to continue the procedure. They stated that the physician did not maneuver in any unusual way. No patient injury was reported. The introducer used was non bwi introducer (sjm sl-1)